Manufacturer narrative:
Per tandem¿s user guide: ¿check that your connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge connection disconnected. Tandem technical support guided the customer through reconnecting the connection and successfully resuming insulin deliveries. Customer's blood glucose level was 151 mg/dl.